Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found one of the four electrodes was installed (positioned) incorrectly in the ise module. The fse replaced and corrected the positioning of the electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer in (B)(6) reported erratic ion-selective electrode (ise) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The results were not released from the laboratory.